Manufacturer narrative:
The insulin pump was received with blank display due to battery out limit connector not plugged in properly. Failed battery test alarm was not verified due to blank display. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed failed battery test and battery out limit. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.